Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose exceeded 600 mg/dl yesterday. Her blood glucose was 594 mg/dl today, which she treated via insulin pump therapy and manual insulin injections. The customer also had a 30 mg/dl reading, which she treated with pop. The customer turns the insulin pump off when she has low blood glucose events. Additionally, the customer's down button was sunken in; it was difficult to get the button to respond. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues; she uses the down arrow often. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.